Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned primary guide assembly (part number rbl2210, batch 551527) was examined visually under magnification to confirm failure. The curved slider of the guide had been sheared off, leaving a flat surface with some discoloration/oxidation. This fracture pattern was a brittle fracture, indicating a single over-loading event. There were minimal scratches observed on some surfaces of the guide, indicating light or minimal wear. It is possible that excess force caused the u-clip to resist and push back on the guide. Additionally, if the plate was already compressed, it is possible that manipulation of the guide to reposition the plate may cause a force greater than the yield strength. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated10 investigation findings code (annex c): updated to 3243 investigation conclusions code (annex d): updated to 4315

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during thoracic surgery, the primary guide assembly (part number rbl2210, lot number 551527) broke and the broken piece fell into the patient. The surgery was completed after a 20-minute delay. There were no other adverse patient consequences reported.